Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had a tie rod broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument didn¿t have a missing piece nor any portion break off.